Event description:
It was reported the customer received a button error alarm. Customer also reported having battery issues with their insulin pump. The customer stated their battery was broken and weak battery alarm occurred. The customer's blood glucose was 560 mg/dl. Customer has treated their blood glucose with a manual bolus. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with moisture damage noted on keypad traces. All of the buttons functioned properly and no button error alarms noted. No unexpected weak battery alarms noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked reservoir tube lip and minor scratches on the display window noted during our visual inspection.